Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the device revealed no anomalies. The ventricular bore was able to hold a .1000 inch pin gauge. The is-1 lead was fully inserted into the ventricular bore. The setscrews were then tightened to one click utilizing a medtronic torque wrench. The lead was slightly tugged and remained in it's original position. The is-1 insertion gauge (B) (4) was inserted into the bore with normal force. No binding was felt.

Event description:
According to the clinician, the patient remained in af at 40 beats per minute one day post-implant. The patient was taken to the cath lab where the pocket was reopened. The lead was tested via the analyzer and appeared to be working normally. The lead was reconnected to the device. As no pacing was noted, the "faulty" device was explanted and replaced three days later. No patient complications were reported as a result of this event.